Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified communication could not be established between the ipg and external devices at the replacement procedure. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) ipg was explanted and replaced due to loss of stimulation. This event was found upon record review.